Manufacturer narrative:
A getinge field service engineer (fse) inspected the iabp in the getinge japan office and reported the incident was not duplicated. Getinge service is under negotiations on whether the scroll compressor will be replaced. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheat failure message and then shutdown. When the customer restarted the iabp, the iabp successfully started pumping without any further issues. No patient injury was reported.

Manufacturer narrative:
After further running tests, the reported issue was still not duplicated. However, the scroll compressor and the temperature sensor (threaded probe) were replaced as a precautionary measure. All functional and safety tests were performed to meet factory specifications without issue and the iabp was returned to the customer and released for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheat failure message and then shutdown. When the customer restarted the iabp, the iabp successfully started pumping without any further issues. No patient injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an overheat failure and shutdown. When the customer restarted the iabp, the iabp successfully started pumping without any further issues. No patient injury was reported.